Event description:
Customer reported the uom setting of her unlocked freestyle flash meter changed from mmol/lto mg/dl. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Complaint is confirmed. Performed investigation. Meter is unlocked to mg/dl. Errors 0300, 0015, 0204, 0806 errors were found in error log. Calibration parameters were within specification. Memory overwrite was observed. Meter is operable. Customers and retailers have been informed through the fa16may2006 letter.